Event description:
Caller reported damage to tandem charging cable, and the charging supplies were no longer functional. There was no reported impact to the customer¿s blood glucose level. Technical support resolved the issue by replacing the damaged charging supplies using two-day shipping.